Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two similar reports with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that bypass tube was already detached. The following information was provided by the user facility: the bypass tube of the device was already detached from the carrier tube tip when the poly-foil pouch was opened. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle that prevents from opening the pouch. The device was not used and hemostasis was successfully achieved by manual compression and with a hemcon patch. There was no reported blood loss. The physician had completed the training process on the device prior to this case. There was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.